Event description:
The customer's mother reported that the customer was hospitalized for high blood glucose levels with a reading of 368 mg/dl. The mother also mentioned that the customer was sick, which may have contributed to the high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.